Event description:
It was reported that approximately 60 minutes into the surgery the device functioned correctly at the start, the device presented re sistance when closing and opening the jaws. The clamp no longer opened properly, and the blade stuck in the middle of the clamps (did not retract) when sealing secondary vessels in utero after approximately 5 to 6 seals. The knife blade did not protrude beyond the edge of the jaws and was not exposed. Cleaning was routine after each use and each time, it was removed from the cavity it was cleaned with wet gauze. A new device was supplied using the same generator, and the surgery proceeded without any issues. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.